Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. A follow up MDR will be submitted upon completion of the manufacturing records. This report is associated with MFR report number: 3005168196-2021-00954, 3005168196-2021-00955.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern), pod coils, and a non-penumbra sheath. It was noted that vascular access was slightly difficult. During the procedure, the physician introduced the lantern into the sheath to the target location. While advancing a few centimeters of a pod coil through the distal tip of the lantern, the physician experienced resistance and subsequently, the pod coil would not advance further. Therefore, the pod coil was removed. While attempting to advance a new pod coil, resistance was experienced; however, the physician was able to place the pod coil into the target vessel successfully. The physician then decided to remove the lantern due to the resistance. The procedure was completed using additional penumbra coils and a new lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 1. 3005168196-2021-00954. 2. 3005168196-2021-00955.